Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead has infection. No further information available. There were no additional adverse patient effects reported. The ra lead remains in service.